Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided. Suspected cause was due to the customer entering in incorrect carbohydrate ratio and basal rate setting. Bg was addressed correction bolus via manual dose injection. Customer updated the carbohydrate ratio and basal rate setting to address the event.